Event description:
It was reported that the anesthesia workstation failed the system checkout but the failed test is unknown. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the system and the reported failure was reproduced. The issue was solved by cleaning patient cassette (including apl/peep valve membrane and manual ventilation valve membrane), co2 absorber sealing and co2 absorber valves. As the issue was solved by cleaning, the most probable cause is that dirt, particles or dust had stuck on the parts and thus preventing them them from be able to seal properly.

Event description:
Manufacturer's reference #: (B)(4).